Manufacturer narrative:
The biomedical engineer at the facility tested the device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display, which is indicative of a device lock-up. There was no patient use associated with the reported event.